Event description:
During a surgical preparation, the device was found to be in backup vvi mode (bvvi). A new device was used in used to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of backup mode was confirmed. The device was received in backup operation while in box caused by unknown source. Device firmware was successfully reloaded, and further environmental testing could not reproduce the reset, and the cause of the reported event could not be determined. Longevity assessment was performed, and device battery was found to be near beginning of life (bol) level with appropriate remaining longevity.